Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra representative on 02/25/2020. 1. Section b. Box 5. Describe event or problem.

Event description:
Based on additional information received on 25-feb-2020, there was no alleged deficiency related to any penumbra device. The adverse event was determined to be unrelated to any penumbra device and, therefore, this is not a valid complaint.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2019, the patient successfully underwent a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). It was noted that the patient presented to the hospital with a baseline national institutes of health stroke scale (nihss) score of 17. There was no reported complication during the procedure. On (B)(6) 2019, a follow up magnetic resonance imaging (MRI) scan was performed, which revealed cerebral edema with a baseline nihss of 18. The patient was treated with medication. As of (B)(6) 2019, the event is still ongoing and the patient is still hospitalized. This event was adjudicated to be serious adverse event with a possible relationship to the psr3d and the index procedure.